Manufacturer narrative:
Customer declined to provide patient information.

Event description:
The customer reported that the ventilator alarmed with high o2 pressure supply and o2 not available alarm. The customer reported that the unit was in use on patient , but there was no patient harm reported.